Event description:
It was reported the patient was involved in a car accident. She suffered whiplash and a mild concussion. Since then her stimulation has been intermittently turning on and off several times a day. An sjm representative met with her and determined all of her impedances are reading low. The patient is working with her physician to determine the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.